Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the 511sd gasket is tearing easily. There was no consequence to the patient. This is part of seven other devices collected by the hospital (77650, 77652, 77653, 77654, 77655, 77656, 77657).